Event description:
It was reported that an alert for right ventricular automatic threshold detected as greater than programmed amplitude or suspended, was observed for this right ventricular (rv) lead. This rv lead had loss of capture (loc) and high out of range pace impedance and threshold measurements. Technical services (ts) discussed tissue interference as the possible cause. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.